Manufacturer narrative:
No parts were requested to be sent back to isi for evaluation. The reported issue was resolved by replacing the helical gear of the psm. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the psm failing the slow sweep test during the preventive maintenance. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during the preventive maintenance of the da vinci surgical system, a patient side manipulator (psm) arm failed the slow sweep test performed by the isi technical field service (tfs). The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the helical gear on the arm.